Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Customer's blood glucose level was 173 mg/dl. Reportedly, the customer loaded a new cartridge and was able to resume in delivery.